Manufacturer narrative:
Device not available for evaluation. Will submit follow-up should device become available.

Manufacturer narrative:
A field service technician evaluated the device. The unit checked out ok. The consumer could not duplicate problem.

Event description:
Provider alleges the end user was using the scooter and while she was going over tracks to get into the elevator, the scooter tipped over and she fell. Also, claims the scooter is wobbly.

Event description:
Provider alleges the end user was using the scooter and while she was going over tracks to get into the elevator the scooter tipped over and she fell. Also claims scooter is wobbly.